Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. The insulin pump has scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube and broken reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the patient's sensor insulin pump displayed a button error. The patient's blood glucose level was 128mg/dl. Trouble shooting was conducted and we explained the possible causes for the alarm. Device is being returned. No further information available.